Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that a patient feeling fatigue presented via merlin.net. The pulse generator exhibited backup vvi operation. The patient was brought into clinic for further troubleshooting. After the device software was downloaded, normal device function resumed. The patient was doing well.